Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that had three kinks near the distal end. The j-bend was also opened and a piece of white foreign material was found caught in the coils of the first kink. Microscopic examination revealed several offset coils at the proximal end. The guide wire as confirmed to be intact and within dimensional specifications. This device is packaged in a rigid tube with a protective cap. This assembly was also returned, but the straightening tube and cap were separated. It was not reported whether the cap was in place upon opening the package. Since both ends of the wire were damaged, it appears that it may have been handled upon removal. A review of manufacturing records did not yield any relevant findings. Since the wire was received disassembled and damaged on both ends and was reported as received damaged, the probable cause of this complaint could not be determined. No further action will be taken at this time. If new information becomes available, this complaint will be reopened and evaluated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the package was opened in the operating room, the doctor noticed a defect in the guide wire. As a result, the doctor decided not to use it to avoid any harm to the patient. A new kit was opened and used in the patient's neck without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.